Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-16530. It was reported that the patient presented for lead revision procedure on (B)(6) 2019. Upon review, it was revealed that the right atrial lead and right ventricular lead were dislodged. Dislodgement was confirmed on xray. During procedure, the right atrial lead and right ventricular lead were successfully repositioned. The patient was stable post procedure.